Event description:
While deploying a symphony stent in the left iliac artery, the symphony gun jammed and broke. A half deployed stent was left in the iliac artery. As the stent was pulled back to the left groin the stent became stuck half way in the half way out of the artery. The pt bled into the left groin and was taken emergently to surgery. Exploration of the left groin and removal of the intravascular stent sheath/catheter was performed. The pt tolerated the procedure well.